Event description:
It was reported that during a routine device replacement procedure, the patient's right atrial (ra) lead was found to have high impedance and was confirmed to have fractured. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.